Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a procedure on (B)(6), 2015 that the impactor handle fractured. It is not known if any fractured pieces fell into the patient. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a procedure on (B)(6) 2015 that the impactor handle fractured. It is not known if any fractured pieces fell into the patient. No further information has been provided. Additional information received reported that patient underwent a left patellofemoral arthroplasty on (B)(6) 2015. Further, the fractured product did not cause a delay, and no pieces fell into the patient. The handle was able to be used to complete the procedure.